Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 when attempting to deliver a bolus. Customer&#38112;blood glucose level was 192 mg/dl. The customer was able to reload the cartridge successfully and resume insulin delivery.